Event description:
Dexcom territory business manager contacted dexcom technical support on (B)(4) 2013 to report that on date of report, a local physician contacted her about an issue experienced by a patient. Dexcom technical support contacted the patient. The patient reported that upon removal of sensor on (B)(6) 2013 due to application difficulty, the wire was not visible on the underside of the sensor pod. Patient reported concern that the wire may have remained beneath his skin. Patient reported that the insertion site was red and slightly tender, but that no portion of the wire was visible at insertion site. Patient contacted his physician about the incident, who in turn contacted the local dexcom territory business manager. During his call with technical support, it was determined that patient is a new cgm user and did not insert the sensor correctly leading to the sensor wire not being deployed. At the time of his call with technical support, patient reported being in fine condition.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.